Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the extension sets exhibited leakage. There was patient involvement, the patient experienced unnecessary pain exacerbation.

Manufacturer narrative:
Two sample devices were received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated in one of the samples. The other sample was observed to be damaged. The leakage was traced to the y-site of the sample. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Complaint information will continue to be monitored.